Event description:
The custome reported that the ventilator began autocycling with an increased breath rate while in use on a patient. The customer reported the ventilator was alarming and no patient harm was reported. The respironics service technician was able to duplicate the reported problem. In addition, the service techinican reported the ventilator settings in use at the time of the event, were set to allow the patinet to initiate a ventilator breath at a minimum flow trigger. The service technician performe extended self testing (est) which failed due to out of specification readings of the exhalation flow sensor. The service technician replaced the exhalation flow sensor to correct the problem final. Testing was performed, and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.